Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D7a h6: part: 310.230. Lot: 4l72349. Manufacturing site: bettlach. Release to warehouse date: 29 may 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photo investigation: the complaint device was not returned for investigation. A photo investigation was completed on the image provided. Based on the image, the allegation of the broken can be confirmed on the device. This could be due to excessive force experienced during drilling of hardened bones but a definitive assignable root cause could not be determined from the available information. Manufacturing record evaluation showed no non-conformances that could have resulted in this issue. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings was reviewed. Since the device was not returned, an as-received condition and dimensional inspection could not be reviewed. Conclusion: the complaint condition of broken can be confirmed on the drill bit based on the available information. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the drill bit break. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) unk - screws: distal femur. This report is 1 of 1 for (B)(4).